Event description:
Determined to be reportable based on analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.50x12mm taxus express2 drug eluting stent was unable to cross the lesion. The lesion was calcified and located in the circumflex. There were no pt complications or injuries reported. The pt status is stable. However, device analysis indicates stent damage.

Manufacturer narrative:
The device was returned to the complaint investigation site for analysis and initial visual examination of the returned device revealed a slight kink on the stent. The kink was found on the fourth row from the distal end. No kinks or damage was found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to the likelihood that the pt anatomy or other procedural factors encountered, during the procedure performance of the device was limited.